Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had been using the clear advantage sheaths for 10 years but the last box had changed either the glue was too strong or the pattern of the glue had changed. It was very difficult to remove and was leaving behind excess glue on his penis.

Event description:
It was reported that the patient had been using the clear advantage sheaths for 10 years but the last box had changed either the glue was too strong or the pattern of the glue had changed. It was very difficult to remove and was leaving behind excess glue on his penis.

Manufacturer narrative:
The reported event was inconclusive. The device was used for treatment, though it was unknown if the device was related to the reported event or met specifications since sample was not returned. The reported event could not be confirmed. A potential root cause for this failure could be "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "fitting the sheath the sheath is a strapless penile sheath: it has an adhesive coating inside to ensure a safe and simple procedure for fitting. ¿ if necessary trim pubic hair. ¿ clean and dry pubic area. ¿ remove sheath from its wrapping. ¿ place rolled end over the end of the penis, leaving a small space between the end of the penis and the cup of the sheath. If uncircumcised, do not retract the foreskin but allow it to remain over the glans. Avoid contact between the adhesive and the glans. ¿ slowly unroll the sheath along the shaft of the penis, then gently squeeze the sheath around the penis to ensure even adhesion. Try to avoid leaving a rolled `collar´ of sheath around the base of the penis. ¿ finally, connect the urine collection bag. Always check that the connections are secure before use. ¿ wear time will vary from user to user. It is recommended that a sheath be changed every 24 hours for reasons of hygiene. ¿ to remove: the sheath may be removed by gently rolling it over the penis. Avoid simply pulling the sheath ¿ removing the sheath whilst having a bath or shower may increase comfort. ¿ do not use on irritated or compromised skin. ¿ discontinue use if irritation occurs."